Manufacturer narrative:
E1: patient city: (B)(6). Patient country: south africa.

Event description:
Reference number (B)(4). Event occurred in south africa. It was reported that patient was hospitalized and admitted for high blood glucose value on saturday morning. The blood glucose level at the time of hospitalization was 28 mmol/l and ketone value was 0.1. The patient was currently in hospital and was treated with intravenous insulin. No further information available.